Event description:
Patient undergoing an esophagogastroduodenoscopy (egd). During the procedrue a bite block was placed. When patient woke up in recovery it was noted that she had a 1mm cut on the inside right side of her lip. Bite block inspected. No sharp edges noted.